Event description:
The hcp reported that the patient developed redness, swelling, and drainage of the interstim neurostimulator implant site. No cultures were taken. The patient was treated with oral antibiotics and the neurostimulator removed.